Event description:
It was reported that the syringe was cracked with a bd syringe 0.3ml 30ga 8mm 7bag 420cas jp. The following information was provided by the initial reporter, translated from japanese to english: the syringe was cracked.

Manufacturer narrative:
Investigation summary: customer returned (1) 3/10cc, 8mm, 30g syringe in an open poly bag from lot # 8295943. Customer states that the syringe was cracked. The returned syringe was examined and exhibited a scratch in the barrel ranging from the 1-8 unit markings. A review of the device history record was completed for batch #8295943. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [200786647] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. As per investigation completed by manufacturing, "on 05aug2019, holdrege received (1) 3/10cc, 8mm, 30g syringe in an open poly bag from lot # 8295943. All samples were decontaminated per hstr-17 and hqa-68 prior to being evaluated. A visual evaluation of (1) syringe found a syringe without a cap that has a gouge in the barrel at 1 to 8 unit markings. There was no other damage to the syringe. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause for this defect cannot be determined. DHR, l2l dispatches, log book entries were looked at, nothing was found pertaining to this defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends."

Manufacturer narrative:
Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe was cracked with a bd syringe 0.3ml 30ga 8mm 7bag 420cas jp. The following information was provided by the initial reporter, translated from japanese to english: the syringe was cracked.